Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. Treatment and potentially related procedures include revision/removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. Treatment and potentially related procedures include revision/removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain and swelling to the right groin, abdominal pain, recurrence, scrotal swelling, epididymitis, testicular pain, bilateral hydroceles, benign prostatic hypertrophy, acute enteritis, bilateral hydronephrosis, infection, bilateral flank pain, cellulitis of right knee, edema of the scrotum, cellulitis/abscess of left elbow laceration, fluid filled loops of small bowel consistent with ileus, circumferential bladder wall thickening, necrosis, and pain to ostomy site. Post-operative patient treatment included additional surgery and right orchiectomy. Concomitant devices: ethicon securestrap, strap25 relevant tests/lab data: (B)(6) 2010: CT of abdomen/pelvis showed a cystic mass or thick-walled cyst in anterior abdominal wall subcutaneously, anterior to the rectus muscle, at level of prior hernia repair probably representing a hematoma. (B)(6) 2013: CT of abdomen/pelvis revealed right inguinal hernia containing distal ileum with adjacent fat stranding within the inguinal hernia. Pathology report from omentum/herniorrhaphy showed focal chronic inflammation and fat necrosis. (B)(6) 2015: CT of abdomen/pelvis and scrotal ultrasound revealed bilateral epididymitis and no evidence of inguinal hernia recurrence. (B)(6) 2015: CT of abdomen/pelvis showed bilateral hydroceles and varicoceles with scrotal edema, not significantly changed from (B)(6) 2015 exam. (B)(6) 2017: ultrasound of scrotum and CT of abdomen/pelvis showed large bilateral scrotal hydroceles. (B)(6) 2017: ER visit. Acute alcohol intoxication documented, with etoh 0.139. Drug screen + for opiate. The CT scan of abdomen/pelvis and chest showed no evidence of acute visceral injury. Small hiatal hernia present, and there were scattered colonic diverticulosis without evidence of diverticulitis. Chronic post-surgical changes from anterior abdominal wall hernia noted. (B)(6) 2017: CT of abdomen and scrotal ultrasound showed multiple fluid-filled loops of small bowel, consistent with ileus, unchanged b ilateral scrotal hydroceles and circumferential bladder wall thickening. (B)(6) 2018: CT of abdomen and pelvis for ¿hernia¿ revealed persistent mildly distended/dilated loops of small bowel in left upper abdomen likely representing ileus, slightly increased parastomal hernia, bilateral spermatic cord thickening and large scrotal hydroceles. (B)(6) 18: colonoscopy with biopsy. Colonic mucosa with mild ischemic type change. (B)(6)2018: CT of abdomen/pelvis revealed an enlarging peristomal hernia surrounding the left lower quadrant colostomy site containing fat and fluid, and a new supraumbilical incisional hernia measuring 4.6 cm and containing small bowel loops.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced, abdominal pain, recurrence, swelling, epididymitis, pain, bilateral hydroceles, benign prostatic hypertrophy, acute enteritis, bilateral hydronephrosis, infection, cellulitis of right knee, edema, cellulitis/abscess of left elbow laceration, fluid filled loops of small bowel consistent with ileus, circumferential bladder wall thickening, necrosis, abscess, open draining wound, foreign body reaction, tumor cystic mass, hematoma, inflammation, adhesions, fibrous pseudotumor, and buried penis secondary to edema. Post-operative patient treatment included additional surgery and right orchiectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain and swelling to the right groin, abdominal pain, recurrence, scrotal swelling, epididymitis, testicular pain, bilateral hydroceles, benign prostatic hypertrophy, acute enteritis, bilateral hydronephrosis, infection, bilateral flank pain, cellulitis of right knee, edema of the scrotum, cellulitis/abscess of left elbow laceration, fluid filled loops of small bowel consistent with ileus, circumferential bladder wall thickening, and pain to ostomy site. Post-operative patient treatment included additional surgery.

Manufacturer narrative:
Additional information: a4, b2, b5, b6, b7, g1, h6 (ime, imf, device codes, ime e2402: varicoceles, diverticulosis, seminiferous tubules with atrophic changes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced, abdominal pain, recurrence, swelling, epididymitis, pain, bilateral hydroceles, varicoceles, benign prostatic hypertrophy, acute enteritis, bilateral hydronephrosis, infection, cellulitis of right knee, edema, cellulitis/abscess of left elbow laceration, ileus, circumferential bladder wall thickening, necrosis, abscess, open draining wound, foreign body reaction, tumor cystic mass, hematoma, fat stranding, inflammation, adhesions, fibrous pseudotumor, buried penis secondary to edema, diverticulosis, ischemia, seroma, seminiferous tubules with atrophic changes, granuloma, significant purulence, weak skin & tissue, skin tore with light manual tension, vascular congestion, nonviable tissue at base or scrotum, allergic reaction, bleeding, mesh migration, anxiety, depression, ptsd, and inability to perform daily activities. Post-operative patient treatment included additional surgery, right orchiectomy, CT scan, ultrasound, ER visit, colonoscopy with biopsy, hernia repair with new mesh, incision and drainage, debridement, partial explant surgery, and medication.

Manufacturer narrative:
Correction: h6 (ime code, removed no code for "buried penis secondary to edema") medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.